Event description:
It was reported by the affiliate that the (1) pph01 was used during an unknown procedure. It was reported that "no staple". There are no other details available at this time and will be given as soon as received. The case was completed with another instrument and there was no consequence to the pt.